Event description:
It was reported that the customer experienced a 'high' blood glucose (bg) level. A specific bg value was not provided. A manual insulin injection was administered and a bolus was delivered to address bg level. Reportedly, the customer used the cartridge past labelling. Tandem technical support educated customer on cartridge labelling. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem use guide: "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours."